Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc# (B)(4).

Event description:
It was reported that during an atec procedure for breast tissue removal on (B)(6) 2015, the physician was having difficulty using the disposable device and "the patient became vasovagal". Another device was used to complete the procedure. It is unknown if intervention was required.